Event description:
The patient was implanted with an ams sparc sling. It was reported that the patient experienced "severe and permanent bodily injuries and significant mental physical pain and suffering." It was also reported that the patient "suffers from bladder infection, abdominal pain, pelvic pain, inflammation, pain during bowel movements and urination, complications with sex, incontinence and was catheterized for a year after implant with the product." The patient also experienced infection or inflammation, tissue abrasion, mental and physical pain and suffering, and other injuries.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.